Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that one renasys ez max hospital is burnt, the alarm does not work, and the battery cannot charge. As this was noticed upon service and repair activities, there was not patient involvement.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation confirmed the device failed to charge, establishing a relationship between the reported events. The root cause was identified as a defective pcb and a depleted battery. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.